Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unknown at the time of the call. The customer was calling back after receiving a new battery cap. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. The insulin pump received with minor scratches on lcd window.